Event description:
It was reported that the health care professional (hcp) called in for review of a stored ventricular episode. Technical services reviewed and found there was noise on both the right atrial (ra) and right ventricular (rv) channel. Ts suspected it was due to electromagnetic interference (emi) as this was isolated. The hcp has not called the patient to inquired about any activities or procedures. It was noted the patient did not experience any pacing inhibition. At this time, the device remains in service. No adverse patient effects were reported.